Event description:
During the device evaluation, the generators power board was found to have insufficient power, thereby, causing an occasional lack of output from the socket. There was no patient involved.

Manufacturer narrative:
Based on the results of the investigation, the power board and motherboard failure are an electrical/electronic component problem, but the cause of the failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.